Manufacturer narrative:
All buttons function properly. However, found corroded keypad traces during visual inspection. The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, and cracked reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer stated that none of the buttons on his pump are responding properly. The customer stated that none of the buttons are responding when the customer was trying to bolus. The customer stated that the pump was in his pocket and could have been bumped. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump. The customer declined to troubleshoot for high blood glucose readings.